Event description:
It was reported that the pump dispensed insulin from the cartridge during the load step.

Manufacturer narrative:
There was no adverse event associated with this complaint. The pump was returned to animas for evaluation. Evaluation revealed a misaligned display screen and dislodged force sensor pins. Review of the pump history revealed loss of prime alarms associated with zero force. During evaluation, the pump did not recognize the cartridge and dispensed fluid during the load step.